Event description:
It was reported that the patient contacted support to discuss adjusting their target range after a hypoglycemic event, with blood glucose measured at 62 mg/dl and corrected with three 4-gram glucose tablets, returning to range within approximately 15 minutes; no device-specific problem or component malfunction was identified. Symptoms included hypoglycemia without reported manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute the event to a device problem or specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.